Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that the customer experienced hyperglycemia and was rushed to emergency room and was hospitalized on (B)(6) 2019. The customer high blood glucose level at the time of incident was 800 mg/dl and blood glucose at time of hospitalization was 900 mg/dl and current blood glucose was 350 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The customer was treated with novologs and intravenous drip and insulin drips or shots at the hospital. Customer experienced symptom like dehydration with hyponatremia. Customer was alleging possible insulin pump under delivery. Customer woke up with blood glucose level of over 600 mg/dl in the morning. Customer reported insulin exited at the quick release. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. It was confirmed that customer was advised by her doctor not to go on automode. Troubleshooting for beep anomaly was performed, heard differences between volume 1 and 5 the devices will not be returned for analysis.